Manufacturer narrative:
B4: (B)(6) 2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer¿s biomedical engineer replaced the touchscreen to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was not on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had a touchscreen that intermittently works. The device was not on a patient at the time of the event. There was no patient or user harm reported.